Event description:
Information received from the field notes that interrogation revealed that the device was in aai mode with dashes (---) for multiple parameters. Attempts to program the device and perform a software download were unsuccessful. Attempts to reset the microprocessor were also unsuccessful. The representative did not want to attempt an emergency vvi because the patient had intact conduction and was doing well in aai mode.